Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Alleged 8 false positive flu b results for asymptomatic patients. A total of 130 tests were performed. No confirmatory testing completed.